Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, there were issues with the helix of the right ventricular (rv) lead. The helix was noted as having problems returning to its initial position. No threshold capture was observed. The lead was removed and replaced. No patient complications have been reported as a result of this event.